Event description:
It was reported that during an implant attempt, the initial lead impedance measured within normal limits, however at the next check the impedance was high and there was no capture. The physician felt there was a lead issue. Another lead was implanted. The patient became hypotensive in recovery; echo was done and showed no evidence of effusions or perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the helix was bent, compressed, and canted.